Event description:
Dealer alleged unit is making a very loud noise and there is a burning smell, no smoke. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 3 years old. The user manual part number 1118353 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleged unit is making a very loud noise and there is a burning smell, no smoke. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00020. The device, concentrator, model #irc5lx, serial #(B)(4) has been returned for an inspection and evaluation. The device is approximately 2.5 years old. The evaluation was unable to replicate the issue after being allowed to run for 1.5 hours. There was no burning smell and the noise heard was normal operating sounds. The unit was not alarming and the o2 produced = 95.5%. A DHR review was performed and found no discrepancies. The dust filter was missing. The area near the homefill port is cracked. (B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 3 years old. The user manual part number 1118353 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.